Manufacturer narrative:
Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: evaluation is based solely on the description since no device or images have been available to assist the investigation. Unable to determine if the filter is perforating ivc or in a tenting situation. However, filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority end up in successful filter retrieval. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2012: filter was placed in ivc of the patient. Confirmatory angiography after the procedure confirmed that there was no problem. (B)(6) 2012: computerized tomography was performed so as to check the condition of the ivc for preparation of the retrieval of the filter, and then, it was revealed that two of the legs of the filter perforated the wall of the ivc approximately 1cm. Additional information received (B)(6) 2012: (B)(6) 2012: with backup of the trauma department just in case, retrieval of the filter was performed percutaneously. The device could be retrieved with gtrs-200-rb successfully. Patient outcome: there have been no information provided.